Event description:
It was reported that the user¿s ilet pump ran out of insulin overnight, insulin delivery was resumed with assistance, and subsequent cgm readings showed hyperglycemia in the 300s with downward trend arrows; the user asked about the pump¿s rate-of-change display and reported no symptoms at the peak value of 371. Symptoms included hyperglycemia. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user or third party. Investigation of this case revealed no findings available, with insufficient information regarding any specific medical device problem or device component involvement. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.